Event description:
It was reported that during the procedure in the tortuous circumflex artery, after pre-dilatation, an attempt was made to advance the promus stent system; however, the stent dislodged from the catheter. The stent embolized and the patient died. Though requested, add'l info has not been provided. (B)(4).

Manufacturer narrative:
(B)(4). The stent remains in the patient. The lot number was not provided. A f/u report will be submitted with all relevant info. B3: estimated date.

Manufacturer narrative:
(B)(4). Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. Death and embolism are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Based on the information received, a definitive cause of the stent dislodgement and subsequent patient effects could not be determined. However, there are no indications of a product quality deficiency. All stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.